Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device did not initially power up. The cause was not determined for this issue, so no part was replaced to address the issue. There was no repair made to the device, and it will be scrapped. Additional findings not related to the malfunction/issue was the real time offset and unable to obtain the device logs for this device. There were no parts or repairs made to the device for these two issues.